Event description:
It was reported to philips that the system does not start up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed system does not start up. As a part of troubleshooting action, fse identified that the fault was due to a software crash. To resolve the problem, fse reinstalled the software. After reinstalled the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.